Event description:
It was reported that the customer was hospitalized for high bgs. It was indicated that the customer had diabetic ketoacidosis. In addition, the pump had an alarm. Suggested to the customer take a manual injection as per md protocol. Troubleshooting was performed. The programming and histories on the pump were accurate. Also a lead screw test was completed and passed. The contact mentioned that the tubing seems to be occluded. The reservoir and the tubing were tested. It was indicated that it felt some resistance in the reservoir. However, when the reservoir is detached from the tubing, it worked fine. Bgs were treated with IV drip of insulin.